Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal."), nausea ("nausea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti,"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), migraine ("migraine") and headache ("headaches,"). The patient was treated with surgery (salpingectomy(bilateral),hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dyspareunia, pelvic pain, female sexual dysfunction, menorrhagia, hypersensitivity, psychological trauma, dysmenorrhoea, bladder disorder, cystitis, urinary tract infection, urinary tract disorder and vaginal infection outcome was unknown and the nausea, fatigue, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of confirmation test: other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events: apareunia ,dyspareunia, pelvic pain, menorrhagia, genital haemorrhage, dysmennorhea, abdominal pain, nickel allergy, psych injury, device dislocation, bladder problems, bladder infection, uti, urinary problems, vaginal infection, fatigue, migraine, headaches, nausea. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleed') and multiple episodes of menorrhagia ('abnormal bleeding (menorrhagia)', 'menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and pelvic endometriosis excision. Concurrent conditions included postmenopausal bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal."), pelvic pain ("pelvic pain /chronic"), vulvovaginal pain ("vagina pain"), nausea ("nausea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of menorrhagia ("menorrhagia"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), migraine ("migraine / migraines / headaches"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral), hysterectomy(full), tubal ligation, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, vaginal haemorrhage, genital haemorrhage, abdominal pain, pelvic pain, vulvovaginal pain, dyspareunia, female sexual dysfunction, the last episode of menorrhagia, hypersensitivity, psychological trauma, dysmenorrhoea, bladder disorder, cystitis, urinary tract infection, urinary tract disorder, vaginal infection, depression and vaginal discharge outcome was unknown and the nausea, fatigue, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2005 and (B)(6) 2016 discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2016 current weight 173 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on an unknown date: had to remove my tubes. Imaging procedure - on an unknown date: result of confirmation test: other. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, perforation (fallopian tube), vaginal discharge, vagina pain. Reporter information, aka name, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.